Manufacturer narrative:
Patient weight not made available from the site. On 06/01/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 06/27/2016 ¿ a medtronic representative, following-up at the site, reported the user attempted to use memory slot 1. The logs showed that the user stored positions into the memory slots, however, the logs did not indicate any warnings or errors during the request to recall the memory positions, and did not show any confirmation of motion during a recall of a memory position. The logs only showed that the user pressed the button to recall a memory position. The logs did not show the failure to move into position. On 06/27/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, during a deep brain stimulation (dbs) procedure, while using the memory function of the imaging system for the intra-op scan, when pressing 1, it did not go to the position that it was supposed to. The site radiographic technologist (rt) stated the issue occurred at the beginning of the procedure. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was only a few minutes. There was no impact on patient outcome.